Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem flow rate is, "high deliver at a higher rate or volume than programmed" could not be tested during evaluation. Evaluation observed and found that the system error 320 prevented the flow rate accuracy testing from being conducted during the evaluation process, and the device is no longer in its received condition and the opportunity to evaluate for the reported allegation was lost. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a high flow rate, and delivered at a higher rate, or volume than programmed. There was no patient involvement. No additional information is available.